Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced an infusion set detachment event on (B)(6) 2026 due to poor adhesion. The patient replaced the infusion set and successfully resumed insulin delivery. No further information available.